Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The patties were returned and evaluated. Pattie miscount of 11 confirmed. A review of manufacturing records was performed and no discrepancies were found. The patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. While it appears that the reported issue occurred prior to packaging, we are unable to conclusively determine root cause. It is possible that one pattie became tangled on the arm that wraps the strings around the pattie. The pattie could then be transferred to the next card, producing a card with 11 patties. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). For (B)(4) - patties:samples were not returned therefore evaluation to confirm miscount could not be completed. A DHR review was completed and no errors were found. Manufacturing documentation was reviewed for any variations in current process and no variations were found. Lot number was sent in with the sample (lot number ha8252) for (B)(4) raney clips: the manufacturer was notified of the complaint of "miscount". The product was not returned; therefore, the reported " raney clip miscount" could not be verified. DHR review for both lots reported ak605 and dk653, there were no manufacturing defects noted during the manufacturing process. We will continue to monitor for this or similar complaints for these product codes. At this time tis complaint is considered to be closed.

Event description:
As reported by the ous affiliate, a package of codman patties 10-pack contained 11 patties, a codman rainey clip 10-pack contained 21 clips and another codman rainey clip 10-pack contained 11 clips. Once count was done, hospital discarded extra products in packages and continued procedure. There were no reports of delay or patient harm.